Event description:
It was initially reported that the patient had a low output status on diagnostics. The patient had their pulse width increase and the output current decreased which allowed the output status to be within normal limits. The patient is being left on for now and no further interventions are planned. The patient is doing well after the setting change. Review of flash memory data for the generator does not show any issues or anomalies that would account for this event. It is unknown if the patient was receiving their intended therapy when the output status was low.

Event description:
It was confirmed that the patient had vns replacement surgery on (B)(6) 2013.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Analysis of programming history.

Event description:
Additional information was received that the patient was at ifi ¿ yes. The patient was having an increase in seizures and prolonged auras. It is unknown if the seizures are related to vns or are worse than prior to vns. It is also unknown if they are related to the current reported issue. Good faith attempt for additional information have been unsuccessful to date.

Event description:
Review of decoder data from the device and calculations performed based on design requirements indicates that the low output current was likely not a device failure and was related to the impedance values and output current that the device was operating at.

Event description:
It was reported that hospital policy is to dispose of explanted devices unless notification is received prior to surgery that there is a need for device return. No analysis can be performed.